Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: mustang 5.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 5mm distal of the proximal markerband and extending approximately 22mm distally across the balloon material. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in femoral vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 bars, the balloon was deflated as it was broken. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 75% stenosed, non-calcified and non-tortuous.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in femoral vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 bars, the balloon was deflated as it was broken. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter city: (B)(6).